Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager dilatation catheter noted no blood or contrast visible. The balloon was returned tightly folded. The hypotube had separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The hypotube jacket was stretched and separated at the same location. The dispenser coil was returned with no damage noted. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is possible the catheter was inadvertently handled during removal from the dispenser coil, resulting in a kink at the bottom of the strain relief tubing. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the hypotube separation could not be determined. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that while removing the device from the hoop, the proximal shaft of the device kinked and separated. The device was not used on the patient. No additional information was provided.